Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a user attempted to change the needleless valve during use on a patient. The valve was difficult to remove from the stopcock (different manufacturer), and during the attempt, the inner section of the valve came apart and broke. The user obtained a hemostat and during removal, the connection to the stopcock cracked. The customer also stated that it is the hospital¿s policy to put lines together under sterile conditions, and thus the individual components do not receive alcohol or chg exposure on the component junctions when the lines were initially connected together. No patient harm was reported.

Manufacturer narrative:
The customer¿s report of difficulty removing the connector which resulted in cracking and breakage was confirmed. Visual inspection observed that the entire connector was contaminated with a residual, dried dark brown/red substance that is visible within the body/housing of the connector and within the external male luer threads, collar and tip. Tool marks were visible on the body of the connector. The male luer was cracked and a section was broken off. Functional and dimensional testing did not reveal any anomalies. Regarding component separation, the glue points were observed to be correctly located and conform such that no gluing defects were observed. The root cause for the difficulty in removal is over-tightening of the connector to the mating component.